Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 490mg/dl which was corrected by insulin pump. Customer¿s current blood glucose was not given. Customer stated that they had blood at site when removing infusion set and had high blood glucose because of bent cannula. Customer declined troubleshoot for high blood glucose and bent cannula. Product will not be return for analysis.